Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing an increased pain in the neck. The patient underwent an explant procedure. It was noted that some of the patient's pain was relieved once the device was explanted. It was believed that the pain was not from the stimulation itself but having the device in the cervical region may have been causing the increased pain in the patient's neck. During the explant procedure it was noted that the lead looked like a chunk was taken out of it. It was in some way damaged which the physician felt could have been damaged during the explant procedure. The physician did not feel that device malfunction was causing the patient's pain.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was experiencing an increased pain in the neck. The patient underwent an explant procedure. It was noted that some of the patient's pain was relieved once the device was explanted. It was believed that the pain was not from the stimulation itself but having the device in the cervical region may have been causing the increased pain in the patient's neck. During the explant procedure it was noted that the lead looked like a chunk was taken out of it. It was in some way damaged which the physician felt could have been damaged during the explant procedure. The physician did not feel that device malfunction was causing the patient's pain.

Manufacturer narrative:
(B)(4). Device evaluation indicated that while the outputs of the last setting were monitored on a scope, the amplitude and pulse width of the setting were measured and verified to: be correct on all electrodes. Current leakage test verified no leakage of current through the case into saline solution. The patient's data was examined, and no anomalies were found. The device passed all the required functional tests. (B)(4): device evaluation indicated that the device has lost integrity as the lead was returned in pieces. Two cables were fractured at the entry of the paddle. Damage to the device was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient was experiencing an increased pain in the neck. The patient underwent an explant procedure. It was noted that some of the patient's pain was relieved once the device was explanted. It was believed that the pain was not from the stimulation itself but having the device in the cervical region may have been causing the increased pain in the patient's neck. During the explant procedure it was noted that the lead looked like a chunk was taken out of it. It was in some way damaged which the physician felt could have been damaged during the explant procedure. The physician did not feel that device malfunction was causing the patient's pain.